Manufacturer narrative:
No unexpected alarms noted during testing. Insulin pump passed error test and self test. Insulin pump had multiple alarms in alarm history screen due to corrupted history file. Insulin pump had a cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window and stained end cap sticker.

Event description:
It was reported the insulin pump alarmed frequently unexpected restart and displayable history failed at startup. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.